Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt distribution node to rear cable was severed. The root cause for severed cable was physical abuse. There were no adverse events associated with the damaged cable.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.